Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced several wearable failures, one on (B)(6) 2024, one on (B)(6) 2024 and one on (B)(6) 2024. This report is to capture the wearable failure that occurred on (B)(6) 2024. It is unclear if the patient had any working sensor between the dates of (B)(6) 2024. The patient was also using an omnipod 5 insulin pump. At some point, on (B)(6) 2024, the patient lost consciousness. The patient was not receiving cgm values due to his multiple sensor failures and no bg meter readings were reported at this time. It was however, mentioned that the patient¿s omnipod insulin pump was programmed incorrectly and provided him with too much insulin. The patient¿s partner called emergency medical services (ems) and once they arrived, the patient¿s bg meter reading was 26 mg/dl. Ems treated the patient with a glucagon injection, however, the patient remained unconscious despite treatment, therefore, ems transported the patient to the emergency room. At the ER, the patient¿s bg meter was reading 30 mg/dl, and he was treated with another glucagon injection. The patient regained consciousness after approximately 10 hours. The patient was observed at the hospital overnight and was discharged the following day, on (B)(6) 2024. The length of stay at the hospital is unknown. Attempts to follow-up with the patient for further event clarification were unsuccessful. The patient was in good condition at the time of report. Performance data was reviewed. Data investigation confirmed wearable failure. The probable cause was determined to be high count aberration. No additional patient or event information is available.